Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review was performed. A short simulated therapy was performed. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 19:36:43. During night drain cycle four, the patient's ultrafiltration reading was 1680ml, indicating the home patient drained 1680ml more than their maximum programmed fill volume of 2200ml. No additional information is available.